Event description:
It was reported that the healthcare provider was unable to completely aspirate the catheter and only withdrew 0.1 - 0.2ml from the catheter access port (cap). The medication in the pump was lioresal. No other specific information was provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that following a pump replacement, the physician was not able to fully aspirate the catheter, but possibly withdrew 0.1-0.2ml from the catheter access port (cap). The physician wanted to prime the system. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type catheter; product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).